Event description:
It was reported that the patient was having excruciating pain. Tests showed the screw was loose due to a bad mixture of glue. Surgeon revised on (B)(6) 2006.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving simplex p bone cement was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: in this morbidly obese patient with chronic pain and narcotic dependence there is no evidence that faulty unicondylar knee arthroplasty components or cement were responsible for her symptoms that resulted in multiple surgeries and subsequent infection of her right knee. At last follow up her right total knee arthroplasty appears to be among the most asymptomatic sites in her body. Device history review: the batch was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined based on the information provided. No x-rays of the unicondylar right knee are available. The medical review indicates that there is no evidence that faulty unicondylar knee arthroplasty components or cement were responsible for her symptoms that resulted in multiple surgeries.

Event description:
Update: patient had a primary partial knee surgery in (B)(6) 2006. Patient began to experience severe pain. Around mid-march the surgeon ordered an x-ray and stated that pain could be due to scar tissue. The patient than had a scope done on (B)(6) 2006 and it was found that a screw was loose due to a bad mixture of glue. Patient was scheduled for revision surgery on (B)(6) 2006.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right how medica knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.